Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient suffered cardiopulmonary arrest approx 58 months post index procedure and expired. It has not been assessed if the death was related to the study device.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient had one lesion treated during index procedure. Two endeavor sprint rx drug-eluting stents were implanted (overlapping) to mid lcx (ref MFR# 2953200-2010-01011). It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available.

Manufacturer narrative:
(B) (4). Results: mi.